Manufacturer narrative:
The pump received failed self-test alarm during self-test due to faulty radio frequency board. Pump passed displacement test, prime/ compromised force sensor test and excessive no delivery test. No excessive no delivery alarm. Pump received with scratched lcd window. The pump was received with cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a no delivery alarm and a failed self-test alarm. The blood glucose at the time of the incident was 117 mg/dl. The failed self-test alarm is reoccurring and has occurring. She states the no delivery alarm occurred in the past. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.